Event description:
Reduction of the output power detected during maintenance.

Manufacturer narrative:
Reduction of the output power detected during maintenance due to damages on optical component: replaced damaged optical components. The event did not create injury to the patient. We are not aware if the event eventually caused a delay in the surgical intervention.